Event description:
Starting an IV on a patient. IV insertion very painful. Did get a blood return but unable to thread catheter. Began to remove catheter which was very painful for patient. Inspected catheter and found it to be sheared/punctured by the stylet at the tip and part of the catheter was dangling from the shaft of the catheter.